Manufacturer narrative:
Additional codes added to section h6 evaluation code result and conclusion. Device evaluation summary: one inspiratory flow module was returned to medtronic for further analysis. A visual inspection was carried out and no anomalies were found. The module was installed into the test ventilator for analysis and ventilator powered up normally and no errors were recorded in the diagnostic logs. The ventilator passed all tests, calibration without any issue, and ran in ventilation mode for over 24 hours with no errors recorded in the logs. Conclusion: no fault found. One pneumatic interface printed circuit board assembly (pcba) was returned to medtronic for further analysis. A visual inspection was done and no anomalies were found. The pcba was installed into the test ventilator for analysis and ventilator powered up normally and no errors were recorded in the diagnostic logs. The ventilator passed all tests, calibration without any issue, and ran in ventilation mode for over 24 hours with no errors recorded in the logs. The pcba was then sent for functional testing and passed the test. Conclusion: no fault found. The replaced components inspiratory flow module and pneumatic interface pcba resolved the issue in the field; however, the returned component inspiratory flow module and pneumatic interface pcba was analyzed and was testing satisfactorily. With the information available a likely cause could not be determined. The event will be included in trending and monitoring. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction evaluation codes method, result and conclusion. Device evaluation summary: the service engineer (se) inspected the device and verified the reported issue. The se replaced the inspiratory flow module assembly and the pneumatic printed circuit board assembly. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If the replaced parts are returned for failure investigation, a supplement medwatch report with the findings will be submitted once the investigation is complete. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated error codes, an alarm, entered backup ventilation and went inoperative. The patient was removed from the ventilator and placed on an alternate ventilator without harm.